Manufacturer narrative:
The catalog number in this event was identified to be associated with the following lot numbers: 49504302, 49504303, 49504301, 49665801 and 49665802. An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed following visual inspection. Method & results: -device evaluation and results: visual inspection:the ceramic head was observed to be fractured into a number of separate pieces. Material analysis : examination of the returned device with material analysis engineer indicated this was a catastrophic event. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lots. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The patient fell and heard a loud "pop". Upon examination it was discovered that the ceramic head on his right hip was fractured. There was a 45 minute delay due to pieces of ceramic being taken out of the hip joint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient fell and heard a loud "pop". Upon examination it was discovered that the ceramic head on his right hip was fractured. There was a 45 minute delay due to pieces of ceramic being taken out of the hip joint.